Event description:
It was reported to philips that the display and face plate assy were found to be damaged. There was no patient involvement. The customer requested that the device be returned for bench repair. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a damaged display and face plate assy. Based on the conclusion of the investigation, it was determined that this was a malfunction of the display and face plate assy. The display and face plate assembly was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.